Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and alert data error issues were verified while based on the analysis, the alleged battery jumping issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Root cause: use error. Per tandem user guide: do not expose your pump to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation.

Event description:
It was reported that a malfunction alarm occurred after being exposed to airport scanner. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was 74 mg/dl. Reportedly, customer continued using pump for insulin therapy.